Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit failed rotor error alarm.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/27/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump failed rotor error alarm. The unit did not alarm.